Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was intermittently fluctuating. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer's blood glucose level was 255 mg/dl. Reportedly, the customer continued to use to pump for insulin delivery.